Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there was a pocket erosion noted and the device was protruding through the incision site. There was also redness and inflammation visible at the incision site. The device was explanted to resolve the event and the patient was stable with no consequences.